Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number:1627487-2021-00312. It was reported that both of the patient¿s lead had migrated resulting in ineffective stimulation. The issue was confirmed via x-ray. As result the patient underwent surgical intervention to remove the leads and replace them."